Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The physician indicated the needle perforated the aorta during transseptal puncture. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.

Event description:
During a cardiac ablation procedure using a brk transseptal needle, a cardiac perforation occurred. During the transseptal puncture, the brk transseptal needle was advanced through the atrial wall into the aorta, which was confirmed by contrast and an echocardiogram. The patient remained stable with no blood pressure decrease or respiratory distress. All catheters were kept in place and a cardiac surgeon was consulted. A sternotomy was performed for removal of all devices and to assess the perforation; no tamponade or pericardial effusion was noted and the patient remained stable. There were no performance issues with any sjm device.